Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 200-250 units of insulin during the load sequence with multiple cartridges. Reportedly, customer continued to use the pump for insulin therapy. Customer's blood glucose was in the 100-200 mg/dl range.